Event description:
It was reported by the customer that the doctor was performing a case. The unit wouldn't work when the footswitch was pressed. Unit checked and it was isolated to the footswitch cable. The case was completed with another cable with no pt consequence.